Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient complained her scs ipg keeps moving and is uncomfortable. Surgical intervention may be taken to address the issue.

Event description:
Follow up identified surgical intervention was undertaken and the patient's scs ipg was moved to his left flank area. Reportedly, the surgical intervention resolved the issue.